Event description:
Customer reports to have high blood glucose of over 400 mg/dl, which was treated with manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Troubleshooting could not continue due to customer not having tubing clamp. Tubing clamp would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.